Event description:
The patient reported wearing the pod on the right side of the abdomen for between 24 and 36 hours when the patient began experiencing redness, hard skin, and signs of infection at the pod site. The patient removed the pod and applied a new pod on the left side of the abdomen, which initially appeared normal. The patient sought medical attention after removing the affected pod and was prescribed cephalexin 500 mg for 10 days. After taking the antibiotic for six days with no improvement and observing worsening symptoms, including pus drainage, the patient sought additional medical attention four days later. During the second visit, the patient reported being diagnosed with an infection and was prescribed dicloxacillin, which the patient stated was more effective.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s906usqs8gyk3. Hardware: sm-s906u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.